Event description:
It was reported, the light source displayed a b30 scope communication error when using the 190 scopes. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device had not been returned yet. In speaking with the olympus technical assistance center (tac), they did not have a 180 scope to try. The customer confirmed that the socket was clean, and they powered off between scopes. They were in the middle of the case when they powered off the tower, plugged the second scope, and got an image. It was advised to the customer that it looked like one of the scopes was bad. The customer would call back with the case after their current case was done. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the b30 scope communication error likely occurred due to an abnormality in the communication between the endoscope and processor; however, a definitive root cause could not be determined since the device was not returned for device evaluation. Olympus will continue to monitor field performance for this device.